Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 4.00 x 32 synergy drug-eluting stent was advanced but the stent got damaged. The device was removed from the patient successfully. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.